Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level (391-above 450 mg/dl) the customer would deliver manual injections to stabilize bg levels. During troubleshooting with tandem technical support, the customer reported not observing insulin coming from end of tubing. The customer was instructed to change out the tubing. Reportedly, the customer performed the fill tubing step and observed insulin dripping out of the end of the tubing.